Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The knife assembly and white sleeve were disengaged. The pusher thumb piece was intact. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted after firing. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the first firing for abdominoperineal proctectomy, the surgeon tried to push the plastic knob, however the knife assembly was disengaged from the cartridge fork. Nothing fell into the patient's cavity. No damage caused on the patient and the surgeon. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.